Event description:
It was reported to boston scientific that an alair bronchial thermoplasty rf controller was used in a bronchial thermoplasty procedure on (B)(6) 2014. This complaint is being reported based on the event of hypoxia requiring medical intervention. According to the complaint, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. Prior to the procedure, the patient was reported to have good fev1, no infection and her blood pressure was 110/60. Additionally, IV aminophylline was given 24 hrs prior to procedure during the procedure, the grounding pad was placed on the right side of the patient¿s back, and the patient was given lidocaine to try and numb the internal airways. Ventolin puffs were dispensed directly into lungs via bronchoscope during procedure to try and maximize bronchodilation. Despite having been sedated, the patient was reported to feel non cardiac chest pain during each activation. The maximum sedation level was reached after twenty three activations. IV fentanyl and IV paracetamol were given to address the pain. While these medications were administered the catheter was removed and cleaned in room temperature saline. The catheter was reinserted and when activations were resumed the patient sats dropped from 80% to 61%. Reportedly, ¿the patient was not taking breaths¿ and the medication narcon was then given to reverse the sedative effects and to "help bring the patient back around". The current status of the patient at this time is ¿ patient recovered¿. Although there were no functional or visual issues noted with the alair bronchial thermoplasty rf controller, the physician suspected the alair controller to have a temperature issue that contributed to the pain. There was no alleged malfunction with the alair catheter used in the procedure.

Manufacturer narrative:
Device evaluation: visual examination found no issues. Functional testing was performed and there were no failures reported during testing. Testing conducted by the external manufacturer confirmed that the unit responds appropriately to error conditions by shutting down. Additionally, the device passed all performance criteria of its final test procedure prior to its shipment. The evaluation concluded that the complaint of temperature excursion by the controller could not be confirmed. According to the dfu, pain and hypoxia are possible adverse events that may occur with the use of this device. In addition, according to bsc medical review, while hypoxia is anticipated, it appears to be related to the sedation that was provided during the procedure. Therefore, the most probable root cause classification is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database confirmed that no similar complaints exist for the specified batch

Event description:
It was reported to boston scientific that an alair bronchial thermoplasty rf controller was used in a bronchial thermoplasty procedure on (B)(6) 2014. This complaint is being reported based on the event of hypoxia requiring medical intervention. According to the complaint, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. Prior to the procedure, the patient was reported to have good fev1, no infection and her blood pressure was 110/60. Additionally, IV aminophylline was given 24 hrs prior to procedure during the procedure, the grounding pad was placed on the right side of the patient's back, and the patient was given lidocaine to try and numb the internal airways. Ventolin puffs were dispensed directly into lungs via bronchoscope during procedure to try and maximize bronchodilation. Despite having been sedated, the patient was reported to feel non cardiac chest pain during each activation. The maximum sedation level was reached after twenty three activations. IV fentanyl and IV paracetamol were given to address the pain. While these medications were administered the catheter was removed and cleaned in room temperature saline. The catheter was reinserted and when activations were resumed the patient sats dropped from 80% to 61%. Reportedly, "the patient was not taking breaths" and the medication narcon was then given to reverse the sedative effects and to "help bring the patient back around". The current status of the patient at this time is "patient recovered". Although there were no functional or visual issues noted with the alair bronchial thermoplasty rf controller, the physician suspected the alair controller to have a temperature issue that contributed to the pain. There was no alleged malfunction with the alair catheter used in the procedure.

Manufacturer narrative:
The exact dob was not reported. The patient was reported to be born in 1979. The suspect device has not been returned for evaluation, and attempts to obtain further information have not been successful to date. If the device becomes available, or if other pertinent information is obtained, a supplemental MDR will be filed.